Event description:
After attempting to detach the device, it was noted that the coil was not fully detached. As the coil was being removed it detached approximately 1cm inside the catheter. The physician was able to use the guidewire to push the coil into the aneurysm. There was no reported clinical consequence to the patient.

Event description:
After attempting to detach the device, it was noted that the coil was not fully detached. As the coil was being removed, it detached approximately 1cm inside the catheter. The physician was able to use the guidewire to push the coil into the aneurysm. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information available it is probable that procedural factors caused or contributed to the event. Therefore, a root cause of operational context has been assigned to this event.